Manufacturer narrative:
Patient identifier: chenqingyu. Weight: unk. Ethnicity: unk. Race: unk. Date rec'd by MFR: this product is not marketed in the us claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of the event was reporter as unknown.